Manufacturer narrative:
Section e1: occupation is patient/consumer. Section g1, zip code is not known. The lancet device and lancets were requested for investigation.

Event description:
The initial reporter complained of an issue with a coaguchek softclix lancet device. A new lancet was inserted into the device, and the needle protruded from the end cap. The lancet was reinserted, and the needle no longer protruded from the end cap. When the lancet was primed, the lancet protruded from the end cap.

Manufacturer narrative:
The lancet device with no lancets was received for investigation. Sections d4, lot number, and d9 were updated. Section g1, manufacturing site was updated. Section h4 was updated. Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year. The customer's lancet device was tested with test lancets (lot u21a8) at all different depth settings. For each attempt, the needle correctly produced a puncture hole, retracted, and was ejected. The customer's allegation was not reproduced at the investigation site. No lancet was sticking out of the end cap. The lancet device was disassembled for investigation, and no abnormalities were observed. The lancet device operated within specification. The investigation did not identify a product problem.